Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: during an unknown surgical procedure on (B)(6) 2015, the drill interfered with the nail at the distal lateral screw hole. No impingement occurred during the prior ¿dry check¿. Screw insertion was complete by the use of the k wire. There was a 5-minute delay in the surgery but without any harm to the patient. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.